Event description:
Customer called on (B)(6) 2012 reporting of false positive rheumatoid factor (rf) results which were generated over a period of a few days on their immage 800 immunochemistry system but not reported outside the lab. Customer stated that she was seeing an increase in the number of false positive rf patient results when using rf reagent lot # m103174. Customer stated that more than 10% of the patients were recovering above 20 iu/ml and on repeat the results were less than 20 iu/ml. Customer indicated that the controls were in range before and after the incident. Customer reported that they were using rf reagent lot # m103174, cal-5 plus lot # m101436, buff-2 lot # m010306 and dil-1 lot # t010145. Customer also indicated that recalibrating rf with the same lot# of reagent did not resolve the issue. Customer had requested a replacement cal-5 plus lot number and was sent a new lot # m106396. Upon review of the instrument printouts provided by the customer, it was noted that the erroneous results were generated on three different days for four different patients. This report is for the erroneous results which were generated on (B)(6) 2011. Please see medwatch #2050012-2012-00227 and #2050012-2012-00260 for the report on the other two patients. Customer printouts indicated that on (B)(6) 2011, two erroneous patient results of 20.6 iu/ml and 25.5 iu/ml were generated. Upon rerun on the same instrument later that day, results of <20 iu/ml for both patient samples were obtained. The erroneous results were not reported out of the lab and there was no change to patient treatment attributed to the event. Customer did not report any issues with other chemistries or system errors. Root cause is not known but this appears to be a reagent related issue.

Manufacturer narrative:
Evaluation results: root cause is unknown but appears to be a reagent issue.